Event description:
A corneal (eye) injury resulted in the use of contact lenses from bescon contact lenses of (B) (4). Research shows that they are FDA approved, but further research shows that the pigments that they use are from (B) (4), not FDA approved and may be toxic. The lenses cased chemical burns to the cornea and scarring. Lenses have been sent to (B) (6) laboratories for toxicology testing. Data will be made available. Diagnosis or reason for use: corneal cell damage. Event reappeared after reintroduction: yes.